Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d10, g4, h2, h3, h4, h6 the straight shell inserter was returned for review. Visual review of the device confirms the threaded tip fractured from the device. The hex bolt end of the fractured tip was not returned. Device shows nicks, gouges, and scratches to body, distal tip, and strike plate from previous uses. Device has an approximate field age of 10 years. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the device design.this device was manufactured before the design change. This a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the impactor screw broke while implanting the continuum shell during anterior hip procedure. Removed shell and used new inserter. No additional information.